Event description:
Cautery electrodes very loose. Would not connect to provide current. It appears that the plastic housing where the connectors are located is not fully seated. FDA safety report ID # (B)(4).